Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to (B)(4) as repairs were carried out locally. According to complaint description, the cause is likely due to a mishandling of the device. To our knowledge this complaint is not being related to patient safety this complaint is considered as: misuse. The trend is: n/a.

Event description:
The following has been reported by customer: upstream sensor: unit alarming, rotation and upstream osculation, replaced upstream sensor, motor and pump assembly. Kept alarming had to disassemble several times. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.